Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used:catalog #00588001502, nexgen rotating hinge knee femoral component, lot #62300249. This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned hinge post extension revealed damage to the threaded feature. Visual inspection of the returned patella confirmed that there was damage to the proximal surface, there were gouges on the back surface, and that the pegs were cut off or compressed. Visual inspection of the returned articular surface revealed scratches on the inferior surface and gouges near the hinge post extension cutout. It was also noted that there were scratches on both the hinge post and the tibial plate. Dimensions were found conforming to print specifications where measured. Review of the device history records for the components did not find any deviations or anomalies. The alleged devices were verified for compatibility. These devices are used for treatment. The operative notes from the primary surgery indicate that full extension and flexion of 90 degrees were achieved, and that patella tracking was optimal. The primary operative notes also report that the torque wrench was used to tighten the hinge post extension; however, the amount of torque applied was not indicated. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. Revision operative notes confirm that the patient was revised due to loosening and report that the radiological images indicated loosening of the hinge post extension with dislocation superiorly. It was also indicated that the cranial pole of the patella was damaged due to the dislocated hinge post extension, and that the patella was resected. There were signs of chronic synovitis and the inflamed synovium was resected with a scalpel. It was noted that the articular surface had no significant wear, and that it was removed. The tibial plate was also removed without bone loss. The nexgen rotating hinge knee package insert lists loosening and dislocation and/or joint stability as adverse effects of this procedure. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #unknown, unknown rotating hinge knee femoral component, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening and dislocation of the hinge pin.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.